Event description:
The event is reported as: bow and tooth of the hem-o-lok clip was not present when the nurse loaded the clip. The clip failed to lock due to the absence of the bow. No pt injury reported.

Manufacturer narrative:
Device evaluated by MFR. The device sample was not returned for eval at the time of this report.